Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported a rash under the electrodes. During a follow up the patient reported that his doctor prescribed a cream for the rash but the cream was not working. The final medical outcome of the irritation is unknown. There was no alleged device malfunction.